Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 20 0mcg/ml fentanyl at 38.89mcg/day and 4.0mg/ml bupivacaine at 0.7779mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the pump had moved in the pocket and was sitting on the iliac crest. The patient reported discomfort related to the pump pocket. A pocket revision was scheduled for (B)(6) 2018. The issue had not been resolved at the time of the rep ort. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.